Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a single leaflet device attachment requiring intervention. It was reported that a mitraclip procedure was performed on (B)(6) 2022 to treat degenerative mitral regurgitation (mr). A mitraclip was implanted successfully. On (B)(6) 2022 the patient returned with fatigue and shortness of breath. It was observed that the clip detached from the posterior leaflet, causing recurrent mr grade 4. An additional mitraclip procedure was performed to stabilize the slda. A xtw clip was implanted center a2/p2, reducing mr to grade 1. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause of the reported incomplete coaptation/slda could not be determined. The reported recurrent mitral regurgitation (mr) appears to be a cascading effect of the slda. The reported dyspnea (shortness of breath) and fatigue were secondary effects of the recurrent mr. The reported patient effects of mr, fatigue and dyspnea as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.